Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 20.3 mmol/l and low blood glucose value was 2.3 mmol/l. The customer¿s current blood glucose was 4.2 mmol/l. Customer was treated with food. The customer declined troubleshooting for high and low blood glucose. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.